Event description:
This report was brought to our attention by a patient after viewing an advertisement on television. According to the patient, the television advertisement asked patients with cordis stents to call if they had experience any problems with their cypher stent. The patient indicated the cypher stent was implanted to treat a restenosis of an unknown bare metal stent. But approximately fourteen months after implantation of the cypher stent, experienced right arm pain and was hospitalized for treatment by coronary artery bypass the right coronary artery. The symptoms subsided after surgery. Further investigation with the patient's physician revealed the indication for the coronary artery bypass was secondary in-stent restenosis of the cypher stent, which was implanted to treat the in-stent restenosis of the unknown bare metal stent.

Manufacturer narrative:
Additional information will be submitted within thirty days upon receipt.